Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they have not activated the system yet because they were experiencing a lot of swelling and pain. The patient stated that they were taking pain medication. Agent asked the patient if the healthcare provider (hcp) or manufacturer representative (rep) told them that the device was not activated and the patient stated they don't know if it was or not. Agent reviewed with the patient that it was most likely that they did turn on the implanted device and set up the therapy on the day of the surgery. Agent redirected the patient to their healthcare provider (hcp) to further address the issue.